Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of dirty forceps elevator lever (k-lever) could not be established. Moreover, the most probable cause of corroded k-lever is traced to degradation of the component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, a dirty and corroded forceps elevator lever (k-lever) was observed. There was no patient involvement.